Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: as there was no reported failure, no confirmation of failure could occur but upon physical review of the instrument a damaged condition was identified. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Event description:
(B)(6) is reporting three "defective" instruments without telling any detail. No patient involvement, no surgical delay reported.